Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and sense due to dislodgement verified by fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.